Manufacturer narrative:
The hill-rom technician found the siderail bent. See scanned page. The technician replaced the siderail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail was bent and would not latch. The bed was located at the account in room 214. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).